Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device continuously rebooted by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that its internal flow transducer (ift) cable had become disconnected from the ift assembly. Ventec reseated the ift cable to the ift assembly resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable had become disconnected from the ift.